Event description:
It was reported that a plexitron extension set was unable to connect with the patient. This occurred during patient use. This issue was described as, ¿male adapter did not roll and did not connect to patient¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. Functional testing was performed, and it was observed that the adapter did not rotate. However, there was no evidence of cyclohexanone causing adhesion between the parts that make up the adapter or any malformation in the parts. The reported condition was verified. The cause of the reported condition could not be determined; however, it may be associated with a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.